Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the alleged adverse symptoms, and the product code reported, are associated with the articulation between depuy metal-on-metal products. Per wi-3430, it has been determined that should additional reports be identified for related metal-on-metal complications, a device history record (DHR) review is not required. Therefore, a complaint database search and/or device manufacturing review will not be performed for the reported product associated with this investigation. H10 additional narrative: added: b5. The concomitant products were identified to be competitor products used in conjunction with the previously reported adverse event. Corrected: b3, d10.

Event description:
On (B)(6) 2021, the revision surgery was performed. In the surgery, the surgeon collected what appeared to be partially black necrotic tissue. When the head was removed, no abnormalities were found in the head and neck fitting area. The metal liner was removed, but no abnormality was found on the liner sliding surface. 2 screws were removed with a screwdriver, and it was found that the cup was not fixed and could be removed manually. The surgeon reamed the acetabulum, placed a pinnacle gripping multi-hole, and fixed it with 2 screws. Next, a neutral liner and a head (delta ts) were installed, and the wound was closed. The doctor commented as follows. The cup (competitor¿s product) originally used was fixed only with 2 screws and the cup itself was not fixed. Therefore, it is considered that metal debris was generated by micro-motion in the screw and screw hole.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2010, the patient underwent tha surgery. After the surgery, on (B)(6) 2021, it was reported that armd was suspected, and revision surgery was planned to perform on (B)(6). In the surgery, the surgeon collected what appeared to be partially black necrotic tissue. When the head was removed, no abnormalities were found in the head and neck fitting area. The metal liner was removed, but no abnormality was found on the liner sliding surface. 2 screws were removed with a screwdriver, and it was found that the cup was not fixed and could be removed manually. The surgeon reamed the acetabulum, placed a pinnacle gripping multi-hole, and fixed it with 2 screws. Next, a neutral liner and a head (delta ts) were installed, and the wound was closed. The doctor commented as follows. The cup (competitor¿s product) originally used was fixed only with 2 screws and the cup itself was not fixed. Therefore, it is considered that metal debris was generated by micro-motion in the screw and screw hole.